Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation and the reported dislodgement was confirmed. The reported failure to advance could not be confirmed as it was based on case circumstances. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the reported difficulties and subsequent patient effects/treatments appear to be due to case circumstances. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no corrective action is required.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid renal artery with mild tortuosity, mild calcification and 90% stenosis. After pre-dilating the lesion with an unspecified balloon catheter, a 7x18mm herculink elite rx stent system was advanced with resistance due to the anatomy toward the target lesion. The stent dislodged from the balloon and remained in the aorta. A snare was used to successfully retrieve the dislodged stent from the patient anatomy. A same size herculink elite was used to complete the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.